Event description:
It was reported a balloon ruptured following multiple inflations during depolyment of a stent in the iliac artery. Resistance was encountered upon removal of the balloon catheter and a segment of balloon material detached in the pt. It was indicated the stented area immediately thrombosed and surgical retrieval of the detached segment and bypass surgery followed. This device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percuatneous angioplasty which has been assoicated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this balloon was used to place three stents and was inflated multiple times. Therefore co believes the above factors may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Co directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."